Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the user experienced elevated blood glucose because the ilet bionic pancreas stopped automated dosing when the dexcom g7 continuous glucose monitor (cgm) sensor was not properly paired; the user had entered the pairing code in reverse, which was then corrected and the sensor reconnected. The user experienced a blood glucose peak of 327 mg/dl with no reported adverse symptoms. Outcomes included no medical intervention, hospitalization, or emergency treatment. User support included troubleshooting and user education focused on sensor pairing verification and correction. Investigation of this case revealed user error related to incorrect sensor pairing input, which interrupted cgm data flow and led the ilet to suspend automated dosing as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interface error and use error, with the device functioning as intended once the pairing code was corrected.